Manufacturer narrative:
H.6. Investigation summary: bd received 175 samples and 5 photos for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 20 of the customer samples along with 10 retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. The following fields were updated due to additional information: d9: device available for evaluation:  yes. D9: returned to manufacturer on: 2023-07-27.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tubes the customer felt blood draw was less than usual. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "this is a report about an underfilled tube. The customer felt blood draw was less than usual. As the blood draw was low, an draw test is requested. Usually the amount of blood drawn was above the line, but sometimes it was below the line."

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tubes the customer felt blood draw was less than usual. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "this is a report about an underfilled tube. The customer felt blood draw was less than usual. As the blood draw was low, an draw test is requested. Usually the amount of blood drawn was above the line, but sometimes it was below the line."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.